Event description:
It was reported that 24 bd safetyglide¿ needles from lot 2024137, and 1 needle from lot 2010821 were blocked while injecting the vaccine. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient... Same issue as before air locked... Greater than 10% have been problematic... 3 wasted doses of vaccine and 1 rls done... Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137 and 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2010821. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 10-jan-2022. D.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 24 bd safetyglide¿ needles from lot 2024137, and 1 needle from lot 2010821 were blocked while injecting the vaccine. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter; "level of harm: no apparent harm - reached patient/person, inconvenient. Same issue as before air locked, greater than 10% have been problematic. 3 wasted doses of vaccine and 1 rls done. Who was affected? Patient. Unexpected or prolonged care? No frequency of problem: recurring".